Event description:
Kimberly-clark received a report stating, " the end of the catheter separated from the thumb port and the catheter was in the patient's lung. The piece needed to be cut to be removed from the patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Event description:
Customer reports that the tubing is slipping off too easily. The facility will attempt to connect to a stopcock, then connect it to a cysto scope. Some of this tubing adheres tightly and some of the tubing will slip off very easily causing leaks. The tubing has had to be thrown away several times. This incident occurred during use. There was no patient injury or medical intervention associated with this report. An actual sample is available for evaluation. No additional information was available.

Manufacturer narrative:
No deviations were found in the batch review. The sample is available for evaluation; however, baxter has not yet received the sample. Upon completion of the evaluation, a follow-up reported will be submitted to provide the results. (B)(4).

Manufacturer narrative:
Device evaluation: the reported condition of separated was not confirmed. Visual inspection, pressure testing, pull testing, and dimensional inspection was completed with satisfactory results. The batch review was performed and no deviations were found. A follow-up report will be submitted if additional information becomes available. (B)(4).